Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the issue was not reproduced during the running test. The se reviewed the event log and observed a "check vent: ventilator restarted due to anomalies detected during operation" (diagnostic code 1101); the se also observed diagnostic code 3007 in the event log. The se noted that when both diagnostic code 1101, and 3007 occur simultaneously; no action is required. An inspection was carried out, and it was confirmed that there were no abnormalities observed. The device was cleaned and functionally tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down, and then restarted. The device was in clinical use when the issue occurred; the patient was moved to a different v60 ventilator. There was no delay in therapy and/or medical intervention reported. No patient or user harm reported. The investigation is ongoing.